Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on one patient sample ((B)(6)). The results provided were from (B)(6) 2013: initial result = 82.55 / 21.38 / 20.65 / 15.45 u/ml. The bio-rad qc results were all within acceptable limits during this testing. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer observed falsely elevated patient results while testing with architect ca 19-9xr, list number 02k91, lot number 24422m500. A review of customer complaints received to-date did not identify an increase in complaint activity related to the issue reported for this lot number. An analysis was performed comparing each reagent lot patient median to the average median patient of all lots to determine if a clinically relevant bias was observed for a particular reagent lot. The average patient median was calculated and the median was used to determine the concentration difference of each reagent lot (patient median to the average median patient of all lots). Our analysis concludes that all reagent lots reviewed read patient results consistently. A review of the product labeling showed there is adequate information provided to address the issue in this complaint. There is not enough information to suggest a malfunction. This issue was limited to one discreet patient sample and troubleshooting was limited to retesting the sample. The investigation results show that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. Based on this investigation, we have concluded that the architect ca 19-9xr assay is performing acceptably.